Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Damage to the introduction system, such as stretching and breaks of the guiding catheter tubing can occur if add'l pressure is applied during removal of the guiding catheter of the stent for deployment. If add'l tensile force was applied to the introduction system, perhaps in response to stent deployment difficulty, this could have caused the reported catheter stretching and breakage near the proximal end. Prior to distribution, all oasis one action stent introduction systems are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion oasis one action stent introduction system. Stent placement was described as difficult. The inner guiding catheter of the stent introduction system became stretched. The handle of the stent introduction system separated from the catheter. The stent was placed successfully, but difficulty was encountered. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.